Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis and noticed a discrepancy between sensor glucose value and blood glucose value, the difference was outside the acceptable range (greater than 30%). The customer also experienced symptoms like feeling sick, vision went blank, thirsty, dizzy at the time of hospitalization. The customer blood glucose was 28.0 mmol/l and sensor glucose value was 8.0 mmol/l at the time of incident. The customer reported hyperglycemia was treated with IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, the elevated ketones/diabetic ketoacidosis was treated with IV insulin drip (intravenous insulin infusion) and hospitalization: overnight stay, the symptoms feeling sick, vision went blank, thirsty, dizzy were treated with hospitalization: overnight stay. The event involved product(s) mmt-7040c1. Troubleshooting was performed for hyperglycemia and the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump at the time of reported high blood glucose event. Troubleshooting was not performed for sensor glucose vs blood glucose reading difference. No further patient complications were reported. Product return for mmt-7040c1 was not expected.